Event description:
It was reported that the patient experienced tenderness due to protrusion of the right lead tip through the skin of the upper cervical occipital region. The patient's device was surgically repositioned and the event resolved without sequelae on (B)(6) 2009. The event was considered possibly related to the device or therapy as well as possibly related to the implant procedure.

Manufacturer narrative:
Lead: model 3778-60, serial (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3778-60, serial (B)(4), implanted: (B)(6) 2009, explanted: na. Recharger: model 37752, serial: (B)(4). Programmer: model 37743, serial (B)(4).